Event description:
The customer reported to olympus that the evis exera ii colonovideoscope had no air going through the channel. The issue was found after a diagnostic colonoscopy. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material was found in the channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material in the channel. In addition to the reportable malfunction, the following were noted: the plastic distal end cover had insufficient insulation and deep scratches; the bending section adhesive had a crack; the objective lens had a chip at the edge and a crack in the adhesive; the light guide lens was cracked; switch 1 had a cut; the insertion tube had a minor buckle near the insertion tube boot; the light guide tube had a buckle; angulation was insufficient; the angulation control knob had excess play; the labels were peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Per additional information, a different scope was used when no air went through the channel. The subject device was reprocessed prior to being sent to olympus for evaluation. Also, the subject device was not used on a patient with foreign material attached.

Manufacturer narrative:
B5: additional information has been obtained and provided. Corrected data: g2 (¿health professional¿ was inadvertently unselected on the initial report) h10: it was unknown whether there was deviation from IFU (instructions for use) in reprocessing steps for the area where the foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection states how to detect the event. - IFU: evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) states how to prevent the event. Olympus will continue to monitor field performance for this device.